Event description:
The customer reported that the large window zipper is damaged. No patient injury was reported.

Manufacturer narrative:
Large window zipper is damaged. Evaluation: results: evaluation of the returned product shows that the large window a zippers slider body is open.